Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was a small crack on lower left front corner and battery door. Unable to duplicate the check syringe plunger sensor at power up and reading of plunger sensor is in specification. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was unable to determined the intermittent of the error. Actions were taken to mitigate the reported issue: replaced left plunger case for preventive. Performed power up process and all functional testing which passed.